Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer couldn't recall how occlusion was addressed. No additional information was provided. Customers blood glucose was 200-300 mg/dl.